Manufacturer narrative:
(B)(4).

Event description:
On 26mar2019, a patient (pt) reported a diagnosis of corneal ulcer in the right eye (od) due to sleeping in acuvue® oasys® brand contact lenses (cl) in 2017. The pt was prescribed an unspecified gel medication but could not provide the name or frequency. The pt was treated for 2 weeks and did not have any scar or further issues. The pt was unable to provide the treating eye care provider (ecp) information and was unwilling to provide any further medical information regarding the event. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.